Manufacturer narrative:
Upon arrival at spectrum medical inc the reported fault was unable to be confirmed, both the red and yellow leads on the sensor were able to trigger a pulse and all readings where displayed. The sensor values appeared on the workstation and the roller pump stopped when safe flow was detected. The sensor was tested using the spt tool the sensor to be inventory disposed due to the possibility of liquid ingress causing it to malfunction.

Event description:
During setting up for the case the team tried triggering the red protected level sensor but the pump was not stopping. The light also stayed on when the fluid went below the appropriate level. The level safety was engaged.